Event description:
It was reported that the unit turned off completely by itself. Customer states that the ac power led does not illuminate when ac power is applied. Customer is unaware of whether an alarm or alert or page occurred at the time this unit failed. No pt incident was reported.

Manufacturer narrative:
The returned device was evaluated. During testing the unit was not able to power on. Internal inspection revealed that the connection between the ac power module and system board (solder joint) at the ground pin was loosened. The broken solder joint was re-soldered and the unit functioned as designed.

Manufacturer narrative:
The initial MDR # was 2031172-2014-00327. However, the correct MDR # should be 2031172-2015-00140.